Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler was noisy. Upon opening the cassette door, it was noted that the cassette housing was wet. The source of the leak is unknown. The grinding noise is heard in all fills and dwells. During a follow up phone call, the patient's peritoneal dialysis nurse reported that there was no medication or other intervention administered. The patient's effluent was clear. The patient has received a new cycler and is successfully completing treatments. The patient's date of birth is (B)(6) and dry weight is (B)(6). The product will not be returning for evaluation.

Manufacturer narrative:
Additional information: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler was noisy. Upon opening the cassette door, it was noted that the cassette housing was wet. The source of the leak is unknown. The grinding noise is heard in all fills and dwells. During a follow up phone call, the patient's peritoneal dialysis nurse reported that there was no medication or other intervention administered. The patient's effluent was clear. The patient has received a new cycler and is successfully completing treatments. The patient's date of birth is (B)(6) 1963 and dry weight is (B)(6). The product will not be returning for evaluation.

Manufacturer narrative:
Corrective data: correct date on follow up one is 09/06/2018.

Event description:
A peritoneal dialysis patient reported that the cycler was noisy. Upon opening the cassette door, it was noted that the cassette housing was wet. The source of the leak is unknown. The grinding noise is heard in all fills and dwells. During a follow up phone call, the patient's peritoneal dialysis nurse reported that there was no medication or other intervention administered. The patient's effluent was clear. The patient has received a new cycler and is successfully completing treatments. The patient's date of birth is (B)(6) and dry weight is (B)(6). The product will not be returning for evaluation.